Event description:
During procedure the shockwave balloon was being removed from pt and the delivery system and balloon broke of in the lad. Could not be removed resulting in additional surgery. Coronary intravascular lithotripsy catheter.